Manufacturer narrative:
Siemens has requested more information and instrument data files for investigation. Customer did not provide requested information. Siemens is unable to conduct an investigation. The cause of this event is unknown.

Event description:
The customer is alleging discrepant high sodium on siemens epoc device as compared to non-siemens device. There was no report of injury due to this event.